Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be a myocardial infarction. Therapy was ongoing until the time of death; however, the patient was not performing therapy at the time of death. The patient was not hospitalized prior to the event and it was reported that they died at home. It is unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be performed. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or intraperitoneal volume iipv events that could have caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.